Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 13-apr-2023, there is no unexpected alarms/suspends noted. However, insert battery alarm, pump error 23 alarm and power loss alarm were noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 13-apr-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 80.575. Dailytotalofbasalinsulindelivered = 57.075. Dailytotalofbolusinsulindelivered = 23.5. 04/13/2023 06:53:03.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.4, bolusamountdelivered = 0.4. 04/13/2023 10:03:36.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 7.1, bolusamountdelivered = 7.1. 04/13/2023 14:42:20.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 5.2, bolusamountdelivered = 5.2. 04/13/2023 18:25:31.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 9.3, bolusamountdelivered = 9.3. 04/13/2023 20:33:02.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.5, bolusamountdelivered = 1.5. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file.  However, insert battery alarm was recorded and found in the formatted history file on: 04/13/2023 21:59:30.000. Pump error 23 alarm was recorded and found in the formatted history file on: 04/13/2023 21:59:57.000. Power loss alarm was recorded and found in the formatted history file on: 04/13/2023 22:01:59.000, 04/13/2023 22:02:10.000. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Insert battery alarm was expected since the battery was removed from the pump. Power loss alarm was expected since the pump reset due to battery backup depletion. Please see below for pump errors/alarms noted 1 week prior to the event date 13-apr-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 04/09/2023 12:50:24.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 04/09/2023 17:22:10.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 04/09/2023 23:07:50.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 04/10/2023 02:11:54.000 alarmalertnotification faultnumber = no delivery (7) during prime no unexpected occlusions or insulin flow blocked alarm noted during testing. Sensor expired alert (794) was recorded and found in the formatted history file on: 04/13/2023 09:52:55.000 lost sensor 1 alert (780) was recorded and found in the formatted history file on: 04/13/2023 10:27:00.000, 04/13/2023 10:37:00.000. Sg calibration error (776) was recorded and found in the formatted history file on: 04/13/2023 17:49:30.000. The pump was programmed with a test guardian link (2) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported, low blood glucose of 1.6 mmol/l. And ate sugar to bring it up, but it did not come up and felt sick. The customer was not hospitalized, but was taken to the emergency room by the emergency medical service. And was treated with glucose. Customer has taken food and glucose tablets. The current blood glucose was 18.3 mmol/l. The patient was disconnected using rewind/prime sequence.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected, which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 1.6 mmol/l and reported possible over delivery anomaly. Customer was hospitalized and treated in emergency room with glucose intake. Troubleshooting was performed and found that the pump was used within 48 hours. No further patient complications were reported. The customer will discontinue to use the insulin pump and the device will not be returned for analysis.